Manufacturer narrative:
No sample collection or centrifugation data was supplied to date. No system check or qc data was supplied to date. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the transducer due to noise during the high power phase. The fse also made the necessary adjustments to resolve the issue. Although a hardware issue was addressed no definitive root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining higher than expected hyb-psa results on multiple patients' samples that were generated by the access 2 immunoassay system. One patient's result was above the normal reference range that repeated lower within the reference range. Two other patient's initial and repeat results were all within the normal reference range but outside stated assay precision claims. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.